Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with information to reset the pump, which resolved the issue without it recurring, and instructed the customer to call back if the problem happened again.